Event description:
During a generator replacement due to normal expected battery depletion, the patient presented with high impedance once the new generator was connected to the lead. Pre-op diagnostics could not be performed to determine the impedance, since the patients generator had reached end of service. The patient then underwent a full revision. The explanted generator and lead were discarded. No other relevant information has been received to date.